Manufacturer narrative:
The following other devices were also listed in this report: unknown triathlon p/s femoral component; cat# unknown; lot# unknown. Tibial tray; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Infected total right knee, implant removed, spacer placed.

Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: clinician review of the case indicated that a patient fall on the knee with skin bruising has caused bacteria to enter the knee joint in a prior well-functioning knee arthroplasty with deep joint infection as results requiring a two-stage treatment approach with device removal and antibiotic spacer implantation as the first stage of infection treatment. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: clinician review of the case indicated that a patient fall on the knee with skin bruising has caused bacteria to enter the knee joint in a prior well-functioning knee arthroplasty with deep joint infection as results requiring a two-stage treatment approach with device removal and antibiotic spacer implantation as the first stage of infection treatment. Further information such as product details, x-rays, pathology reports, operative reports as well as patient history and follow-up notes are required to further evaluate this case. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Infected total right knee, implant removed, spacer placed.